Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor homeswitch. Unable to perform displacement test due to motor anomaly. The insulin pump was received with cracked reservoir tube, broken reservoir tube lip, broken battery tube threads and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 73 mg/dl. The drive support cap appeared normal and recessed. The customer was unable to complete the rewind. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.